Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered too much insulin. Reportedly, the customer delivered an extra correction bolus after consuming dinner and then delivered another correction bolus before going to bed. The customer reported being aware of having insulin on board (iob) from the previous correction bolus, but still delivered an additional correction bolus. The customer reported blood glucose (bg) level was impacted (57 mg/dl). Chocolate milk was consumed to address bg level. Recommendation was made to consult with health care provider regarding diabetes management.